Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown. Customer also reported that the insulin pump received low battery alarm. Customer stated that the insulin pump was not dropped or bumped. The customer stated that the drive support cap was normal. Customer troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected low battery, weak battery, battery out limit and failed battery test alarms noted during testing. However, unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify a33 alarm due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test.